Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced cartridge resistance when filling a cartridge. Reportedly, the syringe was only able to be inserted halfway through the cartridge septum due to the resistance issue and the customer was able to successfully fill the cartridge. There was no reported adverse impact to the customer's blood glucose level.